Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced postop rotation and blurry vision. Due to postop rotation and blurry vision, the lens was explanted. In separate surgery the lens was replaced for a longer length lens. Cause of the event was not reported.